Event description:
It was reported and through receipt of medical records, a patient with a 29mm 11500a aortic valve implanted three (3) years, 10 months, underwent valve-in-valve procedure due to severe stenosis and degeneration. Patient presented with dyspnea on exertion and congestive heart failure. Tavr was successfully performed with a 26mm sapien3ultra transcatheter valve without complications. Patient did well in recovery and was transferred to cssu on pod# 0. Patient was discharged home on pod #1.

Manufacturer narrative:
Added information to b5, b6, b7, e1, h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery disease (cad), hyperlipidemia (hld), and history of coronary artery bypass graft (CABG).

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported a patient with a 29mm 11500a aortic valve implanted three (3) years, 10 months, underwent valve-in-valve procedure due to unknown reasons. Tavr was successfully performed with a 26mm sapien3ultra transcatheter valve.